Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 16958807/16958807. Product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 16869761/16869761.